Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to omsc. However, as a result of investigation by the local engineer, followings were found. The phenomenon was intermittent lines on the endoscopic image. The camera cable assembly faulty. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject otv-s7proh-hd-10e. However, omsc surmised that there was a possibility that the cause of the reported phenomenon, which is abnormal endoscopic image, was the followings in theory. A part of the signal line for transmitting the endoscopic image of the camera cable was broken. Thereby, the signal of the endoscopic image acquired by the camera head was not normally transmitted to the video processor, the reported abnormal endoscopic image was displayed. In addition, the followings were surmised as the possible causes of broken a part of the camera cable. In addition, the following may be conceivable as estimation factors that cause part of the camera cable to break. Excessive load on the camera cable. The camera cable was damaged by sharp-tipped instruments. (During reprocessing etc.). The otv-s7proh-hd-10e instruction manual states the handling method about camera cable. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to omsc. The subject otv-s7proh-hd-10e will not be returned. The otv-s7proh-hd-10e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). During a general unspecified procedure, flickering of the endoscopic image was occurred. The user exchanged the subject otv-s7proh-hd-10e with another otv-s7proh-hd-10e, and completed the procedure. There was no report of the patient¿s injury regarding this event.